Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence, urgency frequency. Patient stated that she has been in pain and had nausea since the procedure. Spoke with the mother and she stated that she brought her daughter in last night to the ER and she was admitted to the hospital. She has turned her device off. Patient is in a lot of pain from the procedure. Patient is still in the hospital. The patient was asked to reach out to her clinician. The issue was not resolved at the time of this report. There were no further complications reported.